Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis with an unidentified introducer sheath and an unidentified guidewire. The introducer sheath was broken in 2 pieces 4cm from the edge of the hub. The guidewire was loaded inside the wire lumen of the catheter. The shaft of the balloon catheter was separated 116.5cm from the strain relief and 24.5cm from the tip. The fracture faces were jagged and stretched, suggesting the separation may be related to tensile overload (material stress/fatigue). The outer diameter of the guidewire was measured and found to be consistent with a .014" guidewire. The guidewire was removed from the wire lumen of the catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter removal difficulties and a shaft detachment occurred. Vascular access was obtained via the right upper arm. The 99% stenosed, chronic total occlusion lesion was located in the calcified and moderately tortuous left external iliac artery (eia). Another manufacturers' 4f 25cm introducer sheath was inserted and a coronary angiogram and aortogram were performed with an unspecified guide catheter. The lesion was pre-dilated with a 2.0x40mm sterling es balloon catheter. The guide catheter was then used again for angiography. The lesion was then post-dilated with this 3mmx20mmx144cm coyote es balloon catheter. During removal of the devices from the patient, the non-bsc 0.014" guide wire used became looped near the tip of the sheath and at the guide wire exit port of the balloon catheter. The physician attempted to remove the catheter against resistance when the shaft of the coyote es balloon catheter detached near the guide wire exit port. The detached section remained over the guide wire near the subclavian artery. A cut down was performed near the right upper arm and the detached shaft and sheath were removed. No further patient complications were reported and the patient's status is good.